Event description:
It was reported that customer pump was returned for investigation and later found to have a broken usb port that prevented connection of cable. There was no reported impact to the customer¿s blood glucose level. The customer was provided with replacement pump, while no further information about corrective actions or customer outcome was available.